Manufacturer narrative:
H6: a correction was made to include an applicable fdd. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller reported that pt's ins became overdischarged about a week ago. Caller met with pt today to restart the ins and inquired about physician recharge mode. Mdt rep met with the patient last friday to complete a physician recharge mode, however the clinic office was closing and they were only able to complete 40-45 minutes before stopping. Rep states he had the patient start a physician recharge mode today 30 minutes prior to meeting with the patient and after the 60 minutes were up, they were still in a "trickle charge". Rep states the patient told them this began about a week prior to their meeting on friday. Caller called back and noted going through 60 minutes and noted no normal charging screen. The caller, unprompted by agent, pressed the ins 'on' button on the insr and then saw the por message come up. Agent advised the caller to not press any buttons on the side of the insr until the por message has been cleared. The caller then pressed 'audio' key and the por message was gone and normal charging screen showed up. The caller noted initially the pt was seeing only 4 coupling boxes--caller attempted to reposition and turn the antenna dial and the caller was not getting any coupling at that point. Caller attemtped al feature and got 42-46. Pt then was getting two coupling boxes. Caller will continue to charge ins until por can be cleared. Agent asked, caller noted the ins doesn't seem as flat' as it possibly should be which could be accounting for poor coupling. Additional information from the patient indicated that the patient did not charge her device, causing an over discharge. Patient will be scheduled for a battery replacement in the near future. The issue will be resolved when she has a new battery. Physician is aware of situation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.